Event description:
A pt experienced a bacterial infection of the cornea that occurred due to contact lens use, or solutions. The pt was prescribed 4th generation fluoroquinolone (vigomox) from 2006 to the following month. The dr reported that a dense corneal ulcer occurred o.d. Superiorly and dense multiple infiltrates that stained and resembles dense spk centrally in o.s. This decreased the pt's vision and changed the pt's spectacle rx for awhile due to edema. The pt subsequently recovered. The dr reported that the pt still has dense infiltrates that should get better slowly.